Event description:
Initial reporter indicated that a pt underwent tonsil and adenoid surgery. Pt experienced an increase in seizures one week following the surgery. The increase in seizures is above pre-vns baseline. Diagnostics testing for the vns therapy system is within normal limits. The treating medical professional reported that it is unk if the seizure activity is related to the vns device. Medication levels have been increased for treatment of the increased seizures.